Event description:
It was reported that there was a catheter migration/dislodgement. The event reportedly occurred during a procedure, the product was noted to be the anchor on the catheter, and the product remained implanted and in service. The type of drug being infused by the pump system was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information received reported the clinical specialist (cs) supported a revision and the patient was scheduled for a "lead revision" on (B)(6) 2014. The healthcare provider (hcp) noted the catheter tip had moved down a significant number of vertebrae in the patient. The type of drug being delivered by the pump, if the patient had experienced symptoms, and the patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# unknown, product type: catheter. (B)(4).